Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. Upon return, a super arrow-flex (saf) sheath was noted at approximately 14.1cm from the iabc distal tip; the sheath sidearm was noted cut. The one-way valve was tethered to the short driveline tubing. The visible portion of the bladder was unwrapped. Various minor bends were noted along the iabc central lumen. A dried yellow media was noted on the exterior of the iabc. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0076in and was within specification. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times. The one-way valve was properly cleaned and tested again; the one-way valve passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the saf sheath was moved towards the iabc bifurcate. Upon removal of the saf sheath, no visual damage or abnormalities were noted to the bladder. The iabc was leak tested using and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 26.5cm and 50.6cm from the iabc distal tip. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 34.2cm and 58.4cm from the iabc luer. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "when the catheter is pushed, there is high resistance" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted with bends and resistance was noted upon passing the guidewire through the iabc central lumen. The damaged iabc can result in difficulty inserting the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.

Event description:
The report states that when inserting the iab catheter, there was high resistance and there was no blood pressure waveform showing on the pump and the arterial pressure cannot be triggered. As a result, the iab is removed and a 2nd iab is successfully inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
The report states that when inserting the iab catheter, there was high resistance and there was no blood pressure waveform showing on the pump and the arterial pressure cannot be triggered. As a result, the iab is removed and a 2nd iab is successfully inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
The report states that when inserting the iab catheter, there was high resistance and there was no blood pressure waveform showing on the pump and the arterial pressure cannot be triggered. As a result, the iab is removed and a 2nd iab is successfully inserted at a different insertion site. No patient harm or injury. The patient status is reported as "fine".